Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: olympus cyf-5 olympus cyf-5r reprocessing manual chapter 5 reprocessing the endoscope 5.2 preparing the equipment for reprocessing if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: there was a bite at bending section; leak from bending section cover glue; distal end insulation was out of standard value; hole at bending section cover; peeling of bending section cover; and olympus endoscope system had blurry image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that during reprocessing for a therapeutic procedure the oes cystonephrofiberscope was sterilized without a cap and had end damage. There was no patient harm associated with the event.